Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a deflation issue. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a deflation issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody. No specific anomalies noted. On the functional evaluation of the device, an in-house presto device was used to inflate and deflate the device. During the evaluation the balloon was not able to deflate, the balloon was cut and noted the glue bullet was not seated in a correct position, no further testing performed. All the anomalies was noted on the microscopic observation. Therefore, the investigation for the reported deflation issue was confirmed for, as the balloon wasn't able to be deflated during the functional evaluation. The glue bullet that was noted to be pulled out and not seated in the correct position during evaluation most likely contributed to the reported deflation issue. However, the definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023), g3 h11: h6 (method and result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a deflation issue. There was no reported patient injury.